Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 134 mg/dl. The customer stated that the motor error alarms were recurring. The drive support disk was normal and the pump was not exposed to high magnetic field. They were able to rewind the pump. Troubleshooting was performed. The device was returned for analysis.